Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 56 mg/dl. To address the low bg level, the customer consumed a banana and coffee with sugar. Recommendation was made to consult with health care provider regarding diabetes management.